Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2023, the patient underwent an orif surgery for tibial plateau fracture. When the product was opened the inner tube was left inside of the outer tube. A nurse tilted the product to examine it but caused the inner tube to become unclean. The product in question was not used and a replacement was opened for use in the procedure. The surgery was completed successfully with no adverse patient impact or delay. No further information is available. This report is for a 3.5mm ti stardrive cortex screw self-tapping 45mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2: additional procode: hrs. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: initial reporter is a synthes employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Part #: 04.200.045ts lot #: 733p938 manufacturing site: (jabil grenchen release to warehouse date: 04, april 2022 expiry date: 01, march 2027. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.